Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having trouble with insulin not delivering. They stated that they changed the infusion set and the issue was resolved. The customer's blood glucose was 200 mg/dl. The call was disconnected so no further information could be obtained. A call back was attempted unsuccessfully. Nothing further was reported.